Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 57mm abdominal aortic aneurysm. The aortic neck was noted as conical. The patient report suggested that endoanchors were not required,  but due to the presence of a conical aortic neck,  the surgeon recommended the prophylactic use of  the endoanchors . It was reported that on the same date of the index procedure a post-implant angiogram identified a type ia endoleak. The use of endo anchors then became a treatment option. Endoanchors were successfully deployed and it appeared the type 1a endoleak had resolved. It was reported that the patient later deteriorated in  the high dependency unit ( hdu) and was referred for a further CT scan. The patient was taken to the operation room for intervention  where  bilateral limb extension was performed where a etlw1620c124ee - (B)(6) was  implanted in the right ipsilateral common iliac artery and a etlw1614c124ee - (B)(6) was inserted to extend to the left common iliac artery. A non-medtronic bare metal stent was implanted in the proximal aortic neck. A reliant balloon was used to occlude the aorta during this intervention. It was reported the patient was suffering from a retroperitoneal hemorrhage with unknown reasons. The patient was transferred back to hdu and subsequently died one day after the index procedure. Per the physician, the cause of death cannot be determined. No additional sequelae were reported and the patient is expired.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 13-sep-2024, UDI#: (B)(4) ; product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 01-oct-2023, UDI#: (B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 12-feb-2025, UDI#: (B)(4); product ID: etlw1624c124ee, serial/lot #: (B)(6), ubd: 24-feb-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed on the CT¿s and angiograms provided. The reported haemorrhage and patient death could not be assessed on the films provided; therefore, no cause of these events can be provided. In relation to the type ia endoleak, it is likely that the presence of the aortic conical aortic neck increased the like hood of the patient developing the type ia endoleak. The typical feature of aortic conical neck is such that diameter of the neck progressively increases between the renal arteries and aneurysm sac to create a cone effect. Due to this characteristic, effective proximal stent graft sealing can be more difficult to achieve in evar procedures. It is considered likely that a type IV endoleak was also present in the patient, both around the flow divider and in the tortuous area of the left contralateral limb. This was likely due to a higher porosity in those areas of the stent graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported type ia endoleak and adverse events, including the patient's death could not be determined from the pre-implant images provided. Lack of post-procedural angiograms and post-implant cts did not allow for assessment of the stent graft in vivo configuration. It is possible that the noted conical neck may have contributed to the occurrence of the type ia endoleak, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported when the patients condition deteriorated , the patient experienced a sudden drop in blood pressure and became tachycardic. The hemorrhage occurred after the 1st procedure and was related to the index procedure. During the 2nd procedure where 2 endurant limbs and a non-mdt bare stent were implanted, this was done as a emergency bailout to try and cover the source of the hemorrhage, the source was unclear but a type 1a endoleak was apparent on the angiograms. It was confirmed per the physician the patients death was procedure related. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.